Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats procedure. It was difficult for the nurse to connect the reload to the handle. Once it was connected, the surgeon could not fire the device. The case was completed with a new device. No patient injury.